Event description:
Health care professional reports a longitudinal crack noted on the venous header at the onset of a pt treatment. The dialyzer was replaced and the treatment continued without incident. The dialyzer was reportedly used 7 times. Estimated blood loss was reported at 250cc. The health care professional reports no pt injury or need for medical intervention.